Manufacturer narrative:
(B)(4). The device was not returned. The data was provided for investigation but no readings were captured in the data. The reported event of permanent out of range antenna loss could not be confirmed through data log review. However, without the device being returned, a root cause for the reported event cannot be determined.

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced permanent out of range antenna loss. There was no report of injury or medical intervention. No additional event or patient information is available.